Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed a loose connection on the ventilator monitoring board. The cable was reconnected, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 8/18/17 phone call, 8/25/17 phone call, 8/28/17 phone call.

Event description:
The hospital reported the unit alarmed during patient use and lost the ability to mechanically ventilate. There was no report of patient injury.